Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm volume and vibration were too low. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer¿s blood glucose (bg) was 600-732 mg/dl with moderate ketones. Customer attempted to address elevated bg by a manual insulin injection. Reportedly, the customer then went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the ER 8 hours later. The customer continued to use the pump for insulin therapy.